Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. As received, the trunk cable was damaged. A review of downloaded flag data from the last use in the field indicates that the device's ability to properly communicate with a monitor might have been affected. Due to lack of functionality testing data and communication problems in field, reporting this event out of an abundance of caution, as it cannot be positively determined whether patient protection was affected. The root cause for the damaged cable was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had a damaged trunk cable.